Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that the pump indicated a data log corruption. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.